Manufacturer narrative:
This product is not marketed in us but a similar device with product number c01a with 510(k)# k041584 and UDI (B)(4) is marketed in us. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from healthcare professional via field representative regarding patient with symptoms of primary osteoporosis, burst fracture, intravertebral cleft involved in balloon kyphoplasty (bkp) procedure. Levels implanted: t12. It was reported that intra-operatively, cement leaked into the spinal canal. There was no overflow of cement. Cement came in contact with patient. Cement was doughy and homogenous prior to delivery into the patient. There was delay in overall procedure time for less than 60 minutes. No malfunction of the cds system during use. Labeling was followed throughout the procedure. No treatment or additional surgery performed as a result of this event. On (B)(6) 2021, received additional information that cement leaked at implanted level t12. No plan for revision surgery. No symptoms or complications reported as a result of this event. Cement was mixed for about one minute.